Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided to confirm the event. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. The root cause could not be determined. If any additional information or the device is supplied, a supplemental report will be submitted.

Event description:
It was reported that the tip of the driver broke off during a spinal procedure. There were no fragments left in the patient. There were no patient symptoms or complications reported as result of this event.